Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "bilateral rupture" and "the presence of silicone implants is identified, epipectoral, irregular morphology, lobulated, with multiple radial folds on the right," device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ creases/folding of implant: not observed. ¿ wrinkling: not observed. Additional observations: ¿ red particles were observed on the shell. ¿ red particles were observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "bilateral rupture" and "the presence of silicone implants is identified, epipectoral, irregular morphology, lobulated, with multiple radial folds on the right," device has been explanted.